Event description:
It was reported that the patient was seen in their healthcare provider (hcp) office on (B)(6) 2011, the patient had a spinal cord stimulator (scs) revision surgery. The patient was seen in the office post revision surgery on (B)(6) 2011, and that was the last time the hcp office saw or heard from the patient. Per the doctor¿s note the patient had pain at the scs lead anchor site. Also, the generator pocket was on the patient¿s belt line, which was causing him discomfort. As a result, the anchors were buried deeper and they changed the pocket site due to that painful site.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3550-29, lot# n205281, implanted: (B)(6) 2009, product type: accessory. (B)(4).